Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# unknown, product type: lead. Product ID: 748251, serial# unknown, product type: extension. Product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the rep got communication from the hospital that a patient's right side stimloc, lead, and extension were removed. The caller stated the right side ins was previously removed on a different date. It was unknown what led to the removal. No patient symptoms or further complications were reported as a result of this event.